Event description:
Additional information provided noted the patient presented in clinic where the ble issue was resolved, however, no information was provided regarding the intervention taken to resolve the ble issue. There were no reported patient consequences.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.